Event description:
During surgery to perform a low anterior resection of a proximal rectal cancer tumor, the stapler would not fire. Per the surgeon's op report: "the 29 eea¿ circular stapler with tri-staple¿ technology was passed up the anus and brought out to the staple line. Spike was brought to the staple line. The anvil and spike were joined and at this point, the stapler did not fire despite changing the battery and trying various other techniques. The anvil and the spike were taken apart and the eea stapler was withdrawn, and a new eea stapler was used; a spike was brought out through the same opening that had been created from the other spike. The anvil and spike were again joined and anastomosis performed. There was good firing and the ring was completely intact and healthy in appearance." Per the registered nurse that was present in the operating room: "at the anastomosis portion of the procedure the stapler would not fire to complete the anastomosis. The sales representative indicated that if the green check mark was present the stapler had fired, however the stapler had not fired and a green check mark was present. The surgeons unscrewed the stapler to show that it had not fired. The battery was replaced with a new battery, but the stapler still would not fire. The stapler was then removed and a new stapler was inserted. This stapler worked properly completing the anastomosis. Two complete anastomotic donuts were present and during the insufflation test no air was present in the abdomen."